Manufacturer narrative:
(B)(4). Batch # 188a98. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damage and with a 6r45b reload present. The reload was received unfired. During the functional testing, the installation of reload was unsuccessful. Further analysis shows that the wedge guide and the knife were noted to be partially advanced. No functional test was performed due to the condition of the device. The device was sent to cincinnati for additional evaluation. Upon arrival in cincinnati pi lab, a CT images was performed and an image was taken from this device, and the knife was not placed inside the anvil slot. The damage observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy procedure that prior to use on the patient staff was unable to load the device with a cartridge. Another like device was used to continue with the procedure. There were no adverse consequences for the patient.